Event description:
It was reported that during an unk procedure, the clips "scissored" at the distal tip when fired. Staff had to open a new disposable to continue the procedure. Extended time by a few minutes while they had to retrieve another device. No pt consequence. One device discarded.